Event description:
It was reported that during an unk procedure, the device misfired several times. A new device was used to complete the procedure. There was no pt consequence. No other details are presently known. Additional info (B) (6) 2009 - "the clips were coming out of the device crooked. They used a new device to complete the case. The pt is fine."

Manufacturer narrative:
(B) (4). (B) (4). Empty fired through. Eval summary: the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaw may remain closed". We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.